Event description:
The customer reported that a l-shaped mix bar and a s-shaped mix bar were ejected from the dxc 700 au analyzer. There was no report of injury or harm from the ejected mix bars.

Manufacturer narrative:
Beckman coulter field service engineer (fse) remotely assisted the customer to evaluate the dxc 700 au chemistry analyzer. The customer heard an abnormal noise from the analyzer during the quality control (qc) process. The customer found that an l-shaped mix bar was ejected. The customer reinstalled it. After restarting the analyzer, the customer heard abnormal noise from one s-shaped mix bar. The customer observed that the s-shaped six bar was lifted. When they were going to manually press it back, it suddenly ejected. The operator was not harmed due to the mix bar. And identified the probable cause as a defective mix bar. The fse went onsite and replaced the mix bar to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).